Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose 485 mg/dl. The customer's blood glucose was 65 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find setting issues. The customer reported that they experienced low blood glucose of 63 mg/dl and treated with food. The customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. The customer's blood glucose was 88 mg/dl at the end of call. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.